Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was observed to be in back up vvi mode via a merlin.net transmission. The asymptomatic patient was brought into clinic and a device download was performed successfully.